Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet rec'd them. If either the meter or strips are returned, lifescan will eval it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2004, the pt's wife contacted lifescan alleging that the pt's one touch ultra meter was reading the incorrect unit of measurement. The lfs rep spoke with the pt 4 days ealier. One day later at 7:30 am, the pt obtained a result of 402 mg/dl on the reported meter while experiencing no symptoms of hyperglycemia or hypoglycemia. The pt believed the result to be 40.2 mmol/l (converts to 723 mg/dl). The pt had an appointment with his physician on 10/15/04 and showed his logbook to the physician that included the reading of a 40.2 mmol/l result on the same day. The physician told the pt to take his meter to the hosp to have it checked. The physician did not obtain a blood glucose reading or treat the pt. The pt brought both the reported meter and another meter to the hosp where he obtained a result of 290 mg/dl (converts to 16.1 mmol/l) on the reported meter and 17.4 mmoi/l (converts to 313 mg/dl) on his other meter. A lab test was performed; the result had not been reported to the pt as of 3 days later. The lfs rep was not able to discern whether the pt based his sliding scale insulin regimen on results obtained in mg/dl or mmoi/l during the time of concern 4 days ealier and the next day; however, the pt reported that he felt fine during this time. Both the pt and his wife do not recall having used the set-up mode to change the unit of measurement on the meter. The also could not recall when they first noted that a decimal point was missing in the results. The customer svc rep confirmed that the meter was sent in mg/dl instead of mmol/l. The pt neither alleged harm nor experienced injury or medical intervention due to the meter. Based on the apparent spontaneous change in the unit of measurement, there is an indication that the prod malfunctioned and that the event meets the criteria for a medical device reportable. The meter was replaced.